Event description:
I just purchased it a few nights ago and the first time we used the alarm malfunctioned, and batteries leaked onto my son's neck. The hot battery acid has burned my son's neck and caused severe scarring on his chest. This is a horrible product.